Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, there were only 2 sutures in the package. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient harm.